Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and affected by recall. Corresponding retention test strips (lot 294151-12) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Occupation is lay user/patient. The country of origin is (B)(6).

Event description:
The customer complained of discrepant inr result on coaguchek xs meter serial number (B)(4), when compared to a laboratory result using an unknown method. At 6:43 p.m. The customer meter result was 3.5 inr. Forty-five minutes later the laboratory result was 2.59 inr. On (B)(6) 2018 at 7:59 a.m. The customer meter result was 3.7 inr. An hour later, the laboratory result was 2.79 inr. The customers therapeutic range is 2.5 ¿ 3.5 inr. The customer had "pressed the finger very hard to get a drop of blood" for testing. There were no allegations that an adverse event occurred. The test strips were requested for investigation.